Event description:
It was reported that balloon burst occurred. A 6.00mm/2.0cm/90cm peripheral cutting balloon catheter was selected for use. During the procedure, the balloon burst upon inflation at 6 atmospheres for 20 seconds. The procedure was completed with a different device. No patient complications were reported. It was further reported that the 70% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel.

Event description:
It was reported that balloon burst occurred. A 6.00mm/2.0cm/90cm peripheral cutting balloon catheter was selected for use. During the procedure, the balloon burst upon inflation at 6 atmospheres for 20 seconds. The procedure was completed with a different device. No patient complications were reported.